Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, terumo is still investigating this issue, and will be submitting a follow-up report when more info is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, the insufflation for the vein harvester stopped working. The product was changed out. There was no harm to pt. The surgery was completed successfully.